Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks and an electrode revision would be scheduled. Additional information was received that a revision procedure was performed and the electrode was repositioned. The electrode remains in service and no additional adverse patient effects were reported.